Event description:
During a routine testing of the device at the service center, the quality management technician reported that the cord tie down o-ring was broken. Since the event occurred during routine testing, there was no patient involvement during this event.